Manufacturer narrative:
The patient¿s meter and test strips have been returned on 4/13/2015 and 4/9/2015, respectively, and evaluated by lifescan product analysis on 4/20/2015 and 4/9/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy occurred intermittently since (B)(6) 2014. The patient informed the csr that he manages his diabetes with a combination of oral medication (metformin 2 tablets in the morning, 1 tablet at lunch and 2 tablets at supper; diamicron 1 tablet in the morning) and insulin (lantus 27 units before bedtime) and claimed he continued to follow his usual diabetes management regimen in response to the alleged issue. During the follow-up call, the patient stated that he does not adjust dose of any medication based on meter results. The patient reported that he normally tests his blood glucose once a day in the morning (before breakfast) and claimed his normal blood glucose range is between ¿5.0-9.0 mmol/l¿. During the initial call, the patient reported that on an unspecified date he developed symptoms of ¿low blood sugar¿ and described his symptoms as ¿shaking, sweating and felt funny¿. In response to his symptoms, the patient tested his blood glucose with the subject meter and obtained what he felt was an inaccurate high blood glucose reading of ¿4.8 mmol/l¿. The patient reported treating himself with food and or drink in response to his symptoms. The patient claimed he did not perform blood glucose tests on any other device. Prior to the onset of his reported symptoms, the patient stated that he had last tested with the subject meter on (B)(6) 2015 at 6:04am and claimed a blood glucose reading of ¿8.7 mmol/l¿ was obtained. The patient stated the reading was within his normal range, for that time of day and claimed he did not take any diabetes medication shortly after this test was completed. During the follow-up call, the patient claimed he did not know what may have caused or contributed to his symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.